Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited sudden high out of range shock impedance measurements on the right ventricular (rv) lead. The rv lead is not a boston scientific product. In response, the rv lead was reprogrammed to the rv pace and sense coil to device can vector. In addition, defibrillation threshold (dft) testing was performed with adequate results. There were no additional adverse patient effects from the dft procedure, and the patient was sent home the same day. The patient will continue to be monitored remotely for any further impedance changes. The products remain in-service.